Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. The customer did not report any signs of high blood glucose. The customer stated that they treated for the high reading by manual injections and current blood glucose reading was 192 mg/dl. The customer alleged under delivery as they had high blood glucose all day. The customer did the troubleshoot for the high blood glucose incident and found out time was incorrect in insulin pump so they were not getting correct amounts with basal and bolus. The pump will not be returned for analysis.